Event description:
It was reported that an ilet user experienced persistent hyperglycemia with continuous glucose monitor (cgm) readings in the upper 300 mg/dl and a peak of 401 mg/dl despite multiple site and full supply changes, and insulin was observed leaking from the bottom of the pump with insulin pooling around the cartridge, consistent with a reservoir leak. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed evidence of leakage at a seal associated with the reservoir component and characterized as a leak/splash device problem, with no alarms indicating delivery failure. The user confirmed proper supply-change technique and no reuse or overfilling of cartridges and was advised to perform a full supply change and clean the insulin chamber. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.